Event description:
It was reported by service report that the bed had intermittent power, and main power cord had loose power prongs. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: main power cord and loose power prongs.